Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with open book image. Customer stated the insulin pump screen went blank after being exposed to moisture. Customer stated there were no response from the buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly. No unexpected critical pump error (open book image) alarm noted. Unable to verify keypad unresponsive or button error alarm due to blank display. Device was received with corroded battery tube and missing serial number label. The p-cap locks properly into place.